Manufacturer narrative:
The investigation into the reported, low pump flow has been completed since the original report was filed. Product was not returned for review. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed with root cause.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. After the patient had a coughing episode, suction alarms and false impella in aorta alarms occurred. Echo showed impella to be in proper position. No intervention was needed to address the issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response & suction alarms. Logs also showed impella position in aorta alarms were triggered during support. Product was not returned for review. Based on clinical description & data analysis, the root cause of optical signal issue was most likely patient condition. All pertinent information available to abiomed has been submitted at this time. H.6. Updated to include optical signal issue coding. D6a / d6b updated. D.10. Concomitant medical products and therapy dates updated. F.6. And f.8. Should not have been filled out in the initial report. G.1. Reporting contact email and reporting contact fax number updated.